Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #387.354, lot # 1028157. Manufacturing location: (B)(4). Manufacturing date: 06 may 1999. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a lumbar arthroplasty using the synframe retractor system on (B)(6) 2016, a ring clamp wouldn't tighten down to the ring and would not hold retractor blades in place. A back-up ring clamp was used to complete the procedure. A 30 second surgical delay was reported. No patient harm was reported. Patient status is listed as stable. This complaint involves 1 device. Concomitant devices: ring (unknown part#, unknown lot#, quantity 1). Retractor blades (unknown part#, unknown lot#, quantity unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the synframe ring clamp (part number 387.354, lot number 1028157). The subject device was returned with the complaint condition stating the returned device was examined and the complaint condition was able to be confirmed as the device was binding and unable to tighten/loosen. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Relevant drawings for the returned device were reviewed the design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no non-conformance records or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause was able to be determined however it is likely that device age, manufacture date may, 6 1999, contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.